Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side faulty implants were inserted. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, particles, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations. Additional, changed, and/or corrected data: b3; d6a; d9; h3; h6.

Event description:
Patient reported right side faulty implants were inserted. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.